Manufacturer narrative:
(B)(4). Multiple lots were reported with this event but only one fractured anchor was pictured. Possible lots are noted below for the anchor that was pictured fractured. Possible lots: d4: lot: 66321381. D4: UDI: (B)(4). H4: man: oct 24, 2023. D4: exp: oct 24, 2028. D4: lot: 66224175. D4: UDI: (B)(4). H4: man: oct 6, 2023. D4: exp: oct 6, 2028. D4: lot: 65390589. D4: UDI: (B)(4). H4: man: feb 7, 2022. D4: exp: feb 7, 2027. D10: part: 902612. 5.0mm allthread ti iii black/b. Lot: 0002513658. Part: 902612. 5.0mm allthread ti iii black/b. Lot: 0002488305. Part: 902591. 5.0 allthread ti 2#2 mb. Lot: 0002521395. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was an unknown issue with two implants. A picture was provided, and the metal tip anchor is fractured. However, it cannot be confirmed which anchor fractured. No adverse events have been reported based on available information provided. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a1; h2; h3; h6. The reported event is confirmed from provided pictures. Visual examination of the provided pictures identified anchor body is fractured near eyelet hole. As no product was returned or further pictures provided; further visual and dimensional evaluations could not be performed. Medical records were not provided device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.